Event description:
During troubleshooting of the architect i2000 analyzer for a blown fuse, an abbott field service engineer observed smoke coming from the sensor board. No fire or injuries have been reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, field service review on site, review of service history, a search for similar complaints, and a review of labeling. Return material was not available. Field service replaced the sensor board. A review of the customer instrument service history verifies this is the sole complaint involving smoking or burning odors and no subsequent reports have been received since field service replaced the sensor board. A tracking and trending review was completed; no adverse trend for the sensor board was identified. Labeling was reviewed and it was determined that adequate instruction as to the specific requirements for electrical hazards and replacement of the sensor are provided. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 08c89, was identified.